Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, fr 26 outer sheath had the ceramic head falls off. It is unknown when the issue was found. There were no reports of patient injury or harm.

Event description:
It was reported the hysteroscope's ceramic head fell off. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified, however, it is likely that the following led to the malfunction: wear and tear, wrong handling: based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning, disinfection, and sterilization (cds) of the instrument or during the last procedure. Wear and tear: depending on the age of the item, the defective sealing ring is due to wear and tear, frequent use and lack of maintenance, poor reconditioning (cds). A defective sealing ring is very likely to lead to leakage on the inner shaft. Excessive force: the reported fault description is most likely due to the effect of a large mechanical force on the cladding tube. Connector parts/cap has been manipulated by a third party. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.